Event description:
The customer reported the images were distorted and the screen was split. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software reloaded. Also, the camera was adjusted to improve image quality. The system was tested and found to be working as intended, and put back into service.